Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was yesterday the patient charged their controller and their ins and they had a "blistering headache" and they tried to increase their intensity and they received "settings not available". The patient changed groups and continued to receive "settings not available." During the call the patient decreased their intensity to 0 and tried to increase their intensity and received "settings not available." The patient denied falls/traumas. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The patient's medtronic representative is mike. The patient mentioned that they are sleepy today and it takes "forever" for their controller to connect to their ins. Additional information was received from the patient. Pt said they got another setting not available message on their controller since about 3 days ago. Pt said they cannot turn their settings up or to 0. Pt said they had issues with the spinal cord stimulator(scs) since implant date and had been reprogrammed by their reps many times since implant date. Pt said they got the settings not available message several times before and pt mentioned right after implant date, the settings were not quite right and the pt said they almost "jumped out of their skin" when the therapy was turned on. Pt said when the reps go to adjust therapy settings,instead of getting therapy in area where the pain was, they got a stabbing feeling, like "with a needle or stun gun." Pt described the therapy as uncomfortable and said they had not used the therapy in 3-4 months. Pt said their headaches were getting so bad. Pt mentioned they had gotten a new controller in the past. Pt said their pain was not in the back of their neck, but the pt felt the therapy in the back of their neck and pt said it felt "like someone was pulling their hair all the time." Pt said they had a period of time around covid-19 where they did not have headaches. Pt said they got sick with covid-19 and the headaches returned and had been getting worse and worse. Pt said they could not get the therapy right so it would cover their headaches.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reiterated previously stated information. The patient also noted that in order to get it up high enough to reach the pain, the intense stinging in the neck area is unbearable. The patient said they have never had the stimulus reach the area of pain.